Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during dwell cycle three of four of peritoneal dialysis therapy. The patient stated that the unused final line clamp was open. The technical services representative assisted the patient in clearing the alarm and advised them to disconnect using aseptic technique to remove the cassette. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.